Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative evaluated the imaging system. The issue was suspected to be attributable to the system software; however, the issue could not be replicated, and the system software logs failed to point to any malfunction. A full system checkout was successfully completed, with all checks passing. The system is fully functional. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site was able to take 2d images on the imaging system. However, when they switched to 3d, the system was unresponsive. Site rebooted the system, which allowed the system to take images. There was a reported delay to the procedure of less than 1 hour due to this issue. Procedure was successfully completed with no impact on patient outcome.